Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.10 volts. The box label indicated that the monitoring voltage should be 3.25 volts. A guidant technical services (ts) consultant recommended returning the device to guidant for analysis.